Manufacturer narrative:
It was initially reported, the manufacturer received information alleging an issue with a ventilator's oxygen output. The device's oxygen blending module board was replaced to address the issue. Following replacement of the oxygen blending module board, the device failed a step during testing. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's oxygen output. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.